Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. The initial result was < 91.8 pmol/l. The repeat result was 1387 pmol/l. The sample was repeated with a 1:5 dilution, and the result was 328 pmol/l. The repeat result from the other line was < 91.8 pmol/l. Based on the patient¿s history, the low results of <91.8 pmol/l were believed to be correct. The customer repeats all patient samples with estradiol iii results < 300 pmol/l.

Manufacturer narrative:
The estradiol iii reagent lot number and expiration date was not provided.